Event description:
Customer reported the following: pump programmed to dispense in 2 hours but it dispensed in 1 hour. Drug was magnesium sulfate. Biomed has not found any discrepancy in delivery. The customer is requesting a log review. There was no report of pt harm and no medical intervention was required. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). Although requested, neither logs nor devices have been received. A follow up report will be submitted with failure investigation results should the logs or devices be received for an evaluation.